Event description:
The cysto-nephro fiberscope was returned to the service center with a report of a darkened/no image issue. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, the insertion tube coating was found to peeled off/detached, likely due to stress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the insertion tube sheath coating delamination/detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.